Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and battery power, however, the device powered off when using ac or battery power after approximately 60 seconds. Internal visual inspection of the device revealed that the ui to system board ribbon cable was not secured to the ui board. The cable was reseated at the ui connector and the unit functioned as designed.

Event description:
It was reported that the rad-8 device turns off by itself. It is unknown if an error message or audible alarm occurred prior to the unit powering off. No known impact or consequence to patient.